Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump battery depleted, resulting in loss of communication between the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040ma. This led to no sensor readings being displayed on the pump. Troubleshooting was performed and the pump and transmitter were determined to be unpaired, and assistance was provided to re-pair the devices. No further patient complications were reported. Mmt-7841zn, mmt-1884, mmt-7040ma were not expected to return.